Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to a blood glucose (bg) level of 1200 mg/dl and diabetic ketoacidosis. Reportedly the customer was treated intravenously with fluids of saline and insulin as well as manual dose injections. Customer was released from the hospital on (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.